Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No unexpected dark screen anomalies noted. No unexpected missing segments and partial display noted. No damage found on the c13 lcd isolation tape noted. Pump received normal operating current. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump only has a partial display before and after a battery change. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for display but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.